Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had wrong drawer configuration. A technical support specialist (tss) remoted in and identified that the incorrect drawers were open. The tss reviewed the issue using the cycle count and populate buttons and requested that the customer reassign the medications, clear the drawers, and reassign them. The tss then logged into the local database and cleared the bins for station 02. The tss also assisted with reconfiguring the station zones. The tss reassigned the items, however, the cubies remained in the drawer. After the tss scanned the drawer, all cubies reappeared. The customer subsequently performed a cycle count of all medications in station 02 to ensure proper functionality and accuracy in the system, which resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank drawer opened wrongly and does not provide correct medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.